Event description:
Intraoperatively surgeon to engage linear cutter. Linear cutter would not close properly when surgeon attempted use. Dates of use: 2009. Diagnosis or reason for use: surgical procedure.